Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and discovered that the cause of the customer issue to be reversed orientation of the two integrated chip technology (ict) 1 ml aspiration syringes. Correcting the orientation of the ict aspiration syringes resolved the issue. Based on the available information it could not be determined how the orientation became reversed. The issue did not involve a malfunction of the 1 ml syringes. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operations manual contains information to address the current customer issue. Based on the current evaluation and available customer information, the issue was caused by an incorrect orientation of the two 1 ml ict aspiration syringes. How this orientation was reversed could not be determined. A product malfunction was not identified.

Event description:
The customer reports that five different patient samples initially generated electrolyte results that when retested gave different values. One example was given: sodium = 123 mmol/l, potassium = 3.3 mmol/l and chloride = 140 mmol/l. Retested results: sodium = 141 mmol/l, potassium = 4.1 mmol/l and chloride = 106 mmol/l. No further individual specific patient data / information is available the customer reported that error code 1602 (unable to calculate result, ict reference solution voltage out of range [greater than 3 mv]) was also generated during this time. No suspect results were reported from the lab. There is no impact to patient management reported.